Event description:
A 2.5mm diameter x 8mm length medtronic ave s540 stent was tracked to a target lesion in the distal right coronary artery. The artery proximal to the target lesion was severely calcified. Upon insertion of the stent delivery system to the target lesion, the physician noticed the stent had disappeared. During the insertion of the stent delivery system the guide catheter lost support disappeared before or after the guide catheter lost placement. The stent remains within the pt's arterial vasculature. The target lesion was treated with another stent. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.